Manufacturer narrative:
This info has not been provided. Additional info has been requested. Subject device is an instrument. Investigation is on-going. No conclusion can be drawn.

Event description:
During a veptr procedure, the surgeon was using the rib expansion pliers and while lengthening the rib the peg on the side of the pliers broke off and could not be retrieved. Surgeon used another instrument to complete the lengthening procedure.